Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switch on automatically.

Event description:
There was no patient involved. Device switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 3rd march 2011. The device was returned for switching on automatically. The device records multiple manual power ons in the history log, mainly of nonsensical duration and one of 10 minutes duration between the 5th february 2018 and the last log entry, prior to receipt at heartsine on the 16th february 2018. Measurements taken during the investigation including an excess current drain would indicate a failing membrane. The fault was traced back to corrosion on the membrane tail, on track 13 (on button). The membrane was then wiped with an ipa wipe. Wiping the membrane tail removed most of the corrosion. The fault could not be replicated after the corrosion was wiped from the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside of the indicated conditions. This was further evidenced in the history log as the device records multiple occasions when the temperature dropped below the minimum recommended stand-by temperature of 0°c with a low of -8.2°c recorded. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and will be replaced with a heartsine 350p.